Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was inspected and evaluated on an engineering lab bench. The console was found to function properly with attached pump and purge line. The reported missing purge disc detection sensor was not found upon inspection and could not be reproduced. The device functioned/operated to specification. Therefore the root cause of the missing component could not be determined.

Event description:
The user facility reported that the automated impella controller (aic) is missing the purge disc sensor. There was no harm to the patient.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.